Event description:
Dealer states when consumer went to put the arm back in place, it wouldn't stay, the push pin on the left side broke off the arm rest. The reporter was called and it was learned the user has been issued a loaner device until repair is completed. The end user had been using this device for approximately 1 month. No report of injury.